Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported, the holding sleeve appears to look fine but it does not catch up the screws correctly. The screws would fall off the during the transportation even though the holding sleeve is in the right position. There was no patient involvement, the event occured before surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. The part was received; an evaluation is in progress. A review of the device history record did not reveal conditions that could have contributed to the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that the investigation has shown that the screwdriver shafts presents signs of wear and slightly bent at the prongs groove and that the holding mechanism is not ensured as complained. The review of the production history revealed that this instrument was manufactured in may 2008 according to the specifications. No abnormal findings were identified. Unfortunately the exact cause of failure could not be determined. Nevertheless, you may be assured that we have taken note of your input and that the corresponding statistical data will be kept under trending. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.